Event description:
Info received indicates the beds electrical ground loss light is on.

Manufacturer narrative:
The hill-rom tech found the ground prong missing from the ac power cord. The tech replaced the power cord to repair the bed.